Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described having an incision from a pre-existing condition and the lifevest was irritating the incision. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.